Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the mesh installed for a left inguinal hernia last 2018. Pain from the site and symptoms never went away, could still feel the hernia beneath the patch. It was raised but was told that there was nothing wrong. The hernia was now the size of half the baseball and is larger than when the surgery was done initially. Revision is to be done by another surgeon by removing the patch an installing a new one. The patch was placed using open surgery and placed on top of the hernia.